Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a nurse that the customer got hospitalized due to low blood glucose on (B)(6) with blood glucose of 70 mg/dl at the time of the incident. The customer was given intravenous fluids with glucose to treat the low as the customer was not eating. The customer experienced symptoms such as dehydration, abdominal discomfort, and chronic nausea for a month due to not eating properly. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer kept getting no delivery alarms when they were admitted. The customer went high after treatment for the low, to over 300 mg/dl. The insulin pump will not be returned for analysis.